Event description:
Initially it was reported by the healthcare professional that consumer wore the contact lenses which was cared with contact lens care solution and experienced corneal infiltrate. Consumer went to the doctor and treatment was prescribed as dexamethasone, neomycin and polymyxin b and the frequency was one drop four times in a day. Symptom resolution it was continuing. Upon follow up medical records were received, and it was observed that consumer visited three times to the doctor and in the first record it was diagnosed with trauma, foreign body sensation, discharge, matte, subepithelial infiltrates which is scattered all over the cornea along with conjunctival cyst at inferior- nasal position. But the final diagnosis was keratoconjunctivitis. Treatment was the same dexamethasone, neomycin and polymyxin b and the frequency was one drop four times in a day for one week. Again, consumer went for the second follow up visit, and it was diagnosed that no infiltrates, but cyst was not resolved (same position), doctor instructed to wear contact lenses. When consumer has started wearing the contact lenses; again, experienced with the same symptom as subepithelial infiltrates, which is at superior position of cornea, along with conjunctival cyst at inferior- nasal position, with the same.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same patient involving two different lot numbers of the different product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4) for the reported lot number 10638447. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Updated b5. The previously submitted 1610287-2024-00035 fu1 was incorrectly downgraded. However, upon further review it was found that this product was also involved with the events and it is corrected under 1610287-2024-00035 fu2. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Initially it was reported by the healthcare professional that consumer wore the contact lenses which was cared with contact lens care solution and experienced corneal infiltrate. Consumer went to the doctor and treatment was prescribed as dexamethasone, neomycin and polymyxin b and the frequency was one drop four times in a day. Symptom resolution it was continuing. Upon follow up medical records were received, and it was observed that consumer visited three times to the doctor and in the first record it was diagnosed with trauma, foreign body sensation, discharge, matte, subepithelial infiltrates which is scattered all over the cornea along with conjunctival cyst at inferior- nasal position. But the final diagnosis was keratoconjunctivitis. Treatment was the same dexamethasone, neomycin and polymyxin b and the frequency was one drop four times in a day for one week. Again, consumer went for the second follow up visit, and it was diagnosed that no infiltrates, but cyst was not resolved (same position), doctor instructed to wear contact lenses. When consumer has started wearing the contact lenses; again, experienced with the same symptom as subepithelial infiltrates, which is at superior position of cornea, along with conjunctival cyst at inferior- nasal position, with the same. Upon reviewing medical record it was found that the contact lens care solution was also involved in the events.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.11 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Based on additional information received following submission of the initial report, this complaint does not meet criteria for the serious adverse event, this report will no longer require updates in the future. File ID (B)(4) will be reportable. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Initially it was reported by the healthcare professional that consumer wore the contact lenses which was cared with contact lens care solution and experienced corneal infiltrate. Consumer went to the doctor and treatment was prescribed as dexamethasone, neomycin and polymyxin b and the frequency was one drop four times in a day. Symptom resolution it was continuing. Upon follow up medical records were received, and it was observed that consumer visited three times to the doctor and in the first record it was diagnosed with trauma, foreign body sensation, discharge, matte, subepithelial infiltrates which is scattered all over the cornea along with conjunctival cyst at inferior- nasal position. But the final diagnosis was keratoconjunctivitis. Treatment was the same dexamethasone, neomycin and polymyxin b and the frequency was one drop four times in a day for one week. Again, consumer went for the second follow up visit, and it was diagnosed that no infiltrates, but cyst was not resolved (same position), doctor instructed to wear contact lenses. When consumer has started wearing the contact lenses; again, experienced with the same symptom as subepithelial infiltrates, which is at superior position of cornea, along with conjunctival cyst at inferior- nasal position, with the same. Upon investigation it was found that the contact lens care solution was not involved in the events.